Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to an infection that occurred after the patient scratched their leg. The infection traveled to the implant and the implant was removed.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to an infection that occurred after the patient scratched their leg. The infection traveled to the implant and the implant was removed.

Manufacturer narrative:
Correction: h6 conclusion code. The complaint was not confirmed, since the device was not returned for evaluation and no other evidences were provided. Provided update from salesrep: I don¿t have the items but nothing was wrong. Patient scratched his leg, infection traveled all the way to implant and it had to be removed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on response from salesrep, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.